Event description:
The device was used during a thoraco bullectomy. Reportedly, the instrument was difficult to fire and the staple line was incomplete. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no pt injury occurred.